Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging issues with the humidifier not working. The patient alleges throat and nose irritation. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging humidifier is not working related to a CPAP device's sound abatement foam. The patient has also alleged to throat and nose irritation. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected the device and observed the following from an external and internal inspection: unknown white and black contamination (dust-like) at the air inlet of the blower box and in the iso (international organization of standardization) port, light dust-like contamination on top and bottom of the blower motor and blower motor seal, black contamination consistent with keratin at the outlet of the blower box, unknown brown contamination (dust-like) in the blower box, gray and black dust-like contamination in the bottom of the enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Evaluation method code, evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
In previous report, the manufacturer missed to capture information in box h. The following correction has been updated in this report. In box h: (device) problem code grid, evaluation results code grid, component code grid and conclusion code grid have been updated.